Event description:
It was reported that the patient had difficulty with recharging the pulse generator. Additional information received reported an error message occurred after interrogating the pulse generator. The code related to "strong electromagnetic interference occurrence" was received. There were no signs or symptoms. The error message was cleared. The patient resolved without sequelae.

Manufacturer narrative:
(B)(4).